Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Manufacturer narrative:
Follow-up #1-device evaluation ((B)(6) 2011 submission): lifescan received the meter involved with this complaint and device evaluation was completed with on (B)(6) 2011. Evaluation determined that the returned meter failed testing because testing revealed data corruption, which contributed to the alleged error 1 issue. There was also a line found through the meter's display. The display was replaced and the meter turned on successfully with no line. This complaint is being reported due to the failed device evaluation testing.